Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Manufacturer narrative:
H.10 conclusion on previous supplemental 300822 (B)(4) should be not confirmed.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of leakage from model 20350e was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Three opaque kinks/indentations, consistent with the pinch clamp being closed for an extended amount of time, were observed just below the 0.2 micron filter on set model 20350e. The pinch clamp and slide clamp were received in the closed position. Clear liquid was noted in the tubing and filter. No other anomalies were observed on the set during visual inspection. Functional testing observed a leak from the filter vent on the suspect set¿s 1.2 micron filter. The root cause of the filter vent leak was not definitively determined.